Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, scratched case and pillowing keypad overlay and compromised force sensor system error alarm during the basic occlusion test due to lose and protruded drive support disk. Device passed displacement test, self test and unexpected restart error test. The device passed all operating currents tested within the spec range and passed off no power test. Pump received with missing end cap sticker, cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm. Customer also reported that the drive support cap was flush. Blood glucose level at the time of the incident was 180 mg/dl. The customer was advised that the insulin pump would be replaced but did not return the product for analysis.